Event description:
The customer reported that during a laparoscopic procedure, the subject device was working normally, then after the abdomen was inflated, the device turned off. The procedure was completed by switching to an alternate insufflation unit. There was no delay to the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was displaying an error code e03 (pressure sensor abnormality). The device would repeatedly go into a fault mode and could no longer be operated.

Manufacturer narrative:
Upon inspection and testing of the device, the e03 error code was found to be due to failure of a circuit board. In addition, service found the chassis, the rear panel, and the case cover were oxidized. The device was also dirty in the front area. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power issue, alarm issue, and e03 error were caused by a faulty pressure sensor of the circuit board. However, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.